Manufacturer narrative:
The reported event of a stylet insertion issue was confirmed. As received, a complete lead was returned for analysis. X-ray examination of the lead found the inner coil was over torqued at connector pin region. The stylet insertion test was unable to be performed due to the damage found at the connector region. The cause of the reported event was isolated to the over torque inner coil at the connector region which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures but did find an internal shorts consistent with procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. After the right ventricular lead was positioned it was noted that the parameters were not good. It was also noted that the stylet failed to be advanced into the rv lead. The lead was not used and replaced during procedure. The patient was stable.